Event description:
It was reported that pump had missing pixels making the pump partially unreadable. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump, and original pump was returned for investigation.